Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the follow-up dated (B)(6) 2023, episodes of ventricular noise were observed, which appears to be similar to a lead integrity problem. Additionally, an issue is suspected with the atrial vega r52 lead since during some episodes, a weak pacing is observed. Electrical measurements were within normal range. A re-intervention was performed on (B)(6) 2023, no further information on lead integrity was provided and the doctor left the leads abandoned in the patient's body and implanted a new pacing system.